Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Nine days later, the physician contacted the MFR stating that during the implant, the pt had profuse bleeding under the bend relief that would not stop. The surgeon had tightened the ratcheted screw ring until he did not hear any more clicking and then another quarter turn. He then wrapped the outflow conduit up over the bend relief with pericardium. The bleeding eventually stopped and the pt was placed in a fixed rate mode with an output of 5-6 liters. Replacement volume was given and appropriate pressures were maintained. Pt remains on lvad support while awaiting a heart transplant.